Event description:
Provider states scooter stops on an incline and the status light blinks and goes out. No code blinking and the battery level indicates a full charge. There is no report of an injury.